Manufacturer narrative:
Exact date unknown, event occurred sometime after the implant procedure.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure and the explanted ipg was not returned. No further information has been obtained despite good faith efforts.